Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 02 apr 2024 from the caregiver of an 86 year old male patient with a medical history including end stage renal disease, who stated the patient experienced low blood pressure, became incoherent, dizzy, nauseous, and lost consciousness during a home hemodialysis treatment on 31 mar 2024. Emergency medical services (ems) was called and the patient was transported to hospital on 31 mar 2024. Additional information was received on 02 and 09 apr 2024 from the home therapy nurse (htn) who stated the patient was observed overnight and admitted on 1 apr 2024. Evaluation while hospitalized attributed the symptoms to a vasovagal response due to hypovolemia following hemodialysis therapy. The patient was discharged with a diagnosis of syncope on (B)(6) 2024.